Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "low latex modulus". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that clinical team has submitted two reports of issues with the balloons on temperature sensing foley catheters. In both instances, the balloons remained inflated, despite attempts to deflate them. The first reported incident happened with (B)(6) - lot#nggz1274. The second reported incident involved bard (B)(6). The team noted in both instances that urology was contacted and involved, and the balloons were still partially inflated after the catheter was removed. It was also noted that other incidents were anecdotally reported. Product is saved for quality return. Per additional information received via email on 29aug2023, customer stated that temperature sensing foley catheter balloon did not deflate. This one was tested with 3 ml prior to placing it in a patient. This was the 3rd situation in the last week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that clinical team has submitted two reports of issues with the balloons on temperature sensing foley catheters. In both instances, the balloons remained inflated, despite attempts to deflate them. The first reported incident happened with 119316m - lot#nggz1274. The second reported incident involved bard a319516am. The team noted in both instances that urology was contacted and involved, and the balloons were still partially inflated after the catheter was removed. It was also noted that other incidents were anecdotally reported. Product is saved for quality return. Per additional information received via email on 29aug2023, customer stated that temperature sensing foley catheter balloon did not deflate. This one was tested with 3 ml prior to placing it in a patient. This was the 3rd situation in the last week.